Event description:
It was reported that the patient experienced hypoglycemia after self-administering a large dose of external insulin, after which they ingested approximately 35 grams of carbohydrates (cereal, sugar packets, and a glucose drink); the ilet suspended dosing for an urgent low and subsequent blood glucose rose above range before trending down as the system resumed control. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included recovery without medical intervention, with blood glucose decreasing from the high range as the event resolved. Investigation included review of device behavior and therapy history as communicated during support calls. Investigation of this case revealed that the device responded as designed by suspending insulin during the urgent low and resuming automated dosing thereafter; no device malfunction or component failure was identified, and the event was attributed to user management decisions including an external insulin dose and carbohydrate overtreatment. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error in insulin and carbohydrate administration, with device functioning within specifications.